Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Clinical study. Per this clinical study's approved clinical protocol, pt follow-up under this terminates after the pt's five-year follow-up visit. Since pt with this stent graft is past their five-year follow-up visit, the following pt info is being communicated to FDA via the medwatch process. At time of implant the aneurysm was 50 mm in diameter. The aortic neck had an angulation of 45 - degrees and it was 25 mm in diameter and 50 mm in length. The iliac arteries were mildly calcified and moderately tortuous. The pt has been followed on a routine basis and the graft appeared intact per the report of 2004. CT scans and mms 3-d reconstruction performed in 2005 revealed the aneurysm diameter was 63 mm, which is, now dilated 7 mm over the past 2.5 years. Furthermore, the aneurysm volume has continued to increase and is now 22% greater than that in the CT scan 3 year post implant. While there is no endoleak present, the aortic neck apposition length is down to 4mm and the top of the stent graft resides 18 mm below the lowest renal artery. There has been progressive dilatation of the neck of the aneurysm, and essentially there is no longer a neck to this aneurysm. This progressive aortic neck dilatation will prevent successful aortic extension of this endograft; therefore, explant of the stent graft was recommended. The stent graft was recently explanted. Medtronic received the explanted stent graft and its analysis has been completed. It is likely that disease progression resulted in a reduction in the non-aneurysmal aortic neck length from 50 mm to 10 mm and contributed to the stent graft migration and insufficient prox seal of the 4mm. The aortic neck was also documented to have an angle of 58 degrees. No add'l clinical sequeale were reported.